Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and did continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that the threshold suspend feature kept triggering and the readings were off. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The sensor was returned for analysis.